Manufacturer narrative:
This MDR is associated to MDR 1833824-2015-00013 since both these screws were used in the initial surgery and both have nickel. The implant was left in the patient and not returned for evaluation. The IFU that is supplied with this device states in the contraindications section "patient metal allergy or intolerance" that can result in possible adverse effects such as "irritation or inflammation of soft tissue surrounding the implant". The packaging labeling also states that this screw is "stainless steel" which contains nickel.

Event description:
Patient underwent an ankle surgery on (B)(6) 2014. On (B)(6) 2015, she reported to the distributor that she was having a reaction/inflammation at the surgical site.